Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. He013ed), inserted for female sterilisation. The patient's medical history included: anxiety disorder, bipolar depression, dysmenorrhea, dyspareunia, pelvic pain female, culdoplasty, cystoscopy, retroverted uterus, endometriosis, cystitis interstitial, endometriosis ablation and dysuria. Concurrent conditions included: abnormal weight gain, fatigue and headache. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2018, (B)(6),2019, (B)(6) 2019, (B)(6) 2018. Discrepancy noted, in date of insertion: (B)(6) 2018. As per mr , she never had confirmation test. Coils visualized in the intrauterine cavity left: 5, right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin: on (B)(6) 2018: negative. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. L-he013ed, r-he013ed) inserted for female sterilisation. The patient's medical history included anxiety disorder, bipolar depression, dysmenorrhea, dyspareunia, pelvic pain female, culdoplasty, cystoscopy, retroverted uterus, endometriosis, cystitis interstitial, endometriosis ablation and dysuria. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2018, (B)(6) 2019. Discrepancy noted in date of insertion (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2018: negative. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.